Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kinks were observed in the sheath assembly from femoral marker to the proximal end. There was no damage observed on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID# (B)(4) /tw #(B)(4).

Event description:
It was reported that coating of the imaging catheter peeled off. An opticross¿ imaging catheter was selected for use to view the target lesion. During the percutaneous coronary intervention (pci), on the 4th insertion, there was difficulty in inserting the device to the distal portion of the lesion. Thus, the opticross¿ imaging catheter coating peeled off. The procedure was completed with another with same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that coating of the imaging catheter peeled off. An opticross¿ imaging catheter was selected for use to view the target lesion. During the percutaneous coronary intervention (pci), on the 4th insertion, there was difficulty in inserting the device to the distal portion of the lesion. Thus, the opticross¿ imaging catheter coating peeled off. The procedure was completed with another with same device. No patient complications were reported.